Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that two devices blew up. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of five spacemaker preperitoneal distal balloons; one opened by the account and four sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the four sealed distal balloon appeared to be intact; the two ferruled portions of the balloon were on the same side of the obturator. The one open balloon was disengaged from the cannula; the flange was inverted. Functionally, the open sample was unable to be inflated due to the observed damage. Two of the sealed samples were opened for functional evaluation; two remain closed for further investigation by engineering. The obturator was not able to fully engage the trocar body due to the balloon configuration. The balloon was not inflated due to balloon configuration. The device was forwarded to engineering for further evaluation of the balloon configuration. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified that the opened balloon had a properly cured adhesive ring where the balloon was bonded. The proper amount of adhesive was observed at the sleeve of the device indicating improper use by the end user by applying excessive force of the cannula towards the balloon while balloon was inflated. The sealed units were evaluated and no visual or functional discrepancies were observed. For the condition of the obturator not able to fully engage to device, the received devices are assembled properly. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged balloon. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.